Manufacturer narrative:
Section d1 (brand name): corrected, section d4 (catalog number): corrected, section d4 (UDI number): corrected, section h5: corrected, section h6 (medical device problem code): corrected, section h8: corrected. Manufacturer's investigation conclusion: it was reported that the universal battery charger with the batteries installed, along with a mobile power unit, was connected to an ac outlet which "blew up." There were no reported issues with the 14v batteries, as a result of the issue and the 14v batteries were not available for evaluation. Multiple attempts were made to obtain additional information regarding the universal battery charger and the 14v batteries from the customer; however, no additional information was provided, and no additional follow-up attempts will be performed. The 14v battery was accepted in storage location on 22feb2021 and inspected. The 14v battery, serial number (B)(6) , was also observed to pass all initial manufacturing testing per the manufacturing test datasheet. Heartmate 3 patient handbook document rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook document rev d and heartmate 3 instructions for use, document, rev c contain multiple cautions regarding the proper connection of the battery charger to ac power: plug the battery charger into a properly tested and grounded (3-prong) ac electrical outlet that is dedicated to battery charger use. Do not use an outlet that is controlled by a wall switch. Do not use an adapter plug for an ungrounded wall outlet. Do not use portable, multiple outlet (power strip) adapters. Heartmate 3 instructions for use, section weekly safety checklist: inspect the battery charger for signs of physical damage, such as dents, chips, or cracks. Do not use the battery charger if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. Inspect the power cord that is used to connect the battery charger to an ac outlet. Ensure that the cord is not kinked, split, cut, cracked, or frayed. Do not use the cord if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. Inspect heartmate 14 volt lithium-ion batteries for damage. Check the battery contacts for denting or damage. Replace damaged batteries. Do not use batteries that appear damaged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's outlet ¿blew¿ up and their mobile power unit (mpu) began smoking. Their universal battery charger (ubc) and batteries were all on the same outlet. The patient was loaned equipment and needed replacements. It was stated that there was no harm to the patient. They were on battery power at the time of the event. The equipment was still with the patient. Related manufacturer reference number: 2916596-2024-00246 (mpu). Related manufacturer reference number: 2916596-2024-00247 (ubc). Related manufacturer reference number: 2916596-2024-00248 (battery - (B)(6). Related manufacturer reference number: 2916596-2024-00251 (battery - (B)(6). Related manufacturer reference number: 2916596-2024-00252 (battery - (B)(6). Related manufacturer reference number: 2916596-2024-00253 (battery - (B)(6). Related manufacturer reference number: 2916596-2024-00254 (battery - (B)(6). Related manufacturer reference number: 2916596-2024-00256 (battery - (B)(6). Related manufacturer reference number: 2916596-2024-00257 (battery - (B)(6).